Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
This report is to advise of an event observed during analysis.

Event description:
Additional information, it was reported that the device had exhibited an inappropriate telemetry. The device was explanted and replaced due to normal elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Final analysis found that a wire bond anomaly caused an inappropriate battery impedance.